Event description:
It was reported that bd syringe 10ml ll 21x1in tw barrel / flange damaged the phalanges of the 10ml ll syringe broke during dye administration. This happened back-to-back with another syringes also.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of barrel/ flange damage was confirmed upon inspection of the sample. Analysis of the sample showed the barrel flange was damaged. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The suspected root cause of the cracked syringe flange may be due to improper pick-and-place handling. If the syringe is not properly seated on the leadscrew¿such as when the flange is raised or misaligned¿the pick-and-place machine arm may strike the barrel flange during normal operation. This abnormal contact could result in the flange breaking.